Event description:
It was reported that prior to use on a patient the cs300intra-aortic balloon pump (iabp) display is distorted.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the reported issue. The fse reseated connector in monitor assembly and that fixed the issue. The fse then performed pm with all functional and safety tests to factory specification. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display is distorted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.